Manufacturer narrative:
(B)(4). Evaluation summary: the returned product analysis noted dried blood and contrast on the core which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core had separated at the distal end of the hypotube. There was a core extending out the distal end of the hypotube. The separated portion was not returned. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within another device in order to create the required forces to cause a separation. Reportedly, the lesion was described as heavily calcified which could have contributed to the reported guide wire separation. When the anatomy is calcified and force is applied to the proximal end of the guide wire, this may cause the guide wire to bend and may ultimately cause the wire to separate during the procedure. In this case, it was reported that when the stent was advanced over the guide wire, there was significant resistance passing stent on the wire at the tip of the guide wire which could have caused the reported guide wire separation. Resistance can occur between the guide wire and other devices due to, but is not limited to patient anatomical morphology, lesion characteristics, and/or wire manipulation technique. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the guide wire and the other device can be reduced to an undesirable level and cause resistance. Coagulation of blood or contrast can also be a factor in reducing clearance. In this case, the lesion was described as heavily calcified which could have contributed to the reported resistance. To ensure that resistance and guide wire core separation does not occur as a result of a product quality deficiency, manufacturing inspect 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality. Analysis also noted a kink in the core, 2 cm proximal to the separation. The intermediate coils at the proximal solder separated from the solder and was slightly unraveled and stretched out. The coils were still intact on the core. There were offset and overlapped intermediate coils sporadically for a length of 1.3 cm distal to the proximal solder. These noted damages are consistent with interaction with the lesion and other device during the procedure as no damage was noted during inspection prior to use. The reported complaint and the noted damages to the guide wire appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
User facility medwatch received reporting, "during a percutaneous coronary intervention, a guide wire was advanced in the left anterior descending artery (lad). A stent was advanced over the wire however there was significant resistance passing stent on the wire at the tip of the guide. This stent was removed and a second stent was advanced. This stent was also difficult to advance and was removed. When the second stent was removed, the distal portion of the wire came out with it. The proximal portion of the wire was still in the patient's body. The proximal portion was removed without difficulty. A new wire was advanced in the lad and a new stent was successfully placed at the lesion. The patient was not harmed." Additional reported information indicates that during advancement of the balance middleweight guide wire in the mildly calcified vessel, some resistance was felt, possibly due to the wire tip turning or kinking. The wire ultimately reached the target lesion. When the tip of the guide wire detached during removal of the second non-abbott stent system, the detached segment came out within the catheter of the stent system. There was no intervention required to retrieve the separated segment. A new balance middleweight guide wire was advanced and a non-abbott stent was successfully deployed. Reportedly, there was no significant clinical delay in the procedure and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.